Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to be torn and leaking, causing corrosion, insufficient battery voltages and data loss. The tear in the soft cannula is confirmed as the cause of the reported event.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had read high (>400 mg/dl). The patient removed the pod from the insertion site.